Event description:
It was reported that high voltage therapy was not adequate to treat the patient during an arrhythmia. The patient was externally defibrillated. Technical support was contacted and recommended reprogramming. The patient was stable and there were no adverse consequences.